Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 7 years and 4 months after implantation due to loss of osseointegration. The doctor indicated that bone resorption, peri-implantitis and pain caused the implant removal. The patient has no significant medical histroy and has been recovered without complications.